Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.